Event description:
A malfunction alarm was reported with code "malf 12." There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed that they could continue using the pump and to contact support if the issue returned.